Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient¿s daughter said the patient was having problems with the ins. No symptoms were reported. No further complications were reported.